Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 10.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, on the first inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was good.